Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system delivered two shocks while the patient's heart rate was in normal sinus rhythm. Noise was noted on the rate electrograms when pacing therapy was delivered. Oversensing could be reproduced with pocket manipulation. The physician suspected a loose setscrew.